Manufacturer narrative:
Additional information added to b5: describe event or problem the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear in the left atrium was selected for use. It has been mentioned that after inserting the sheath into the left atrium the physician tried to retract the dilator. By doing that the flush port broke completely from the rest of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned. It was further reported that the physician did bent the dilator to free it from the sheath to retract the dilator from the sheath. And the dilator broke directly underneath the flush port. No other issue has been reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat atrial fibrillation faradrive steerable sheath clear in the left atrium was selected for use. It has been mentioned that after inserting the sheath into the left atrium the physician tried to retract the dilator. By doing that the flush port broke completely from the rest of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.